Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted implantable cardiac monitor experienced a soft electrical reset identified on a carelink transmiss ion while the patient was in clinic for the diagnostic mobile programmer application resetting. The clinic contacted technical services for guidance and was advised to interrogate the device, acknowledge the reset, and confirm parameters, date/time, and the reason for monitoring; interrogation was performed and the settings were reported as unchanged. The reset was reported as successfully cleared, and the device was successfully interrogated afterward. The icm remains in use. No patient complications have been reported as a result of this event.